Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient has hardly gotten relief from their device. They noted that they can feel stim in their pocket site so they know it's working. Patient mentioned that they left the hospital on program 4 but it was stimulating their labia so bad that they felt like it was burning. They were worried they would get blisters. They also stated that program 3 did the same thing. They were now on program 1 at 3.5v. Patient confirmed they did have success the first day but then switched it on (B)(6) 2018 due to the burning on program 4. It was reviewed that it may be possible the stimulation was too strong on program 4. It was also reviewed that since it was helping with their symptoms patient could consider going back to program 4 and decrease stim so that it's at a comfortable level. Patient stated they may try doing that. Assistance was offered to walk patient through switching programs but patient declined and said they knew how to. Also reviewed was that patient will want to feel stim in the bike seat area rather than the pocket site. Patient was redirected to follow up with their healthcare professional to discuss any symptoms or programing changes. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had met with the manufacturer¿s representative for some programming because the ins was not helping with their symptoms and it was like they never had the surgery. This had occurred 4-5 days after implant of the device ((B)(6) 2018). The patient was sent home with 2 new programs which the patient had tried but they did not help them. They stated that the programs helped with their frequency and urgency but now their symptoms were like before the implant surgery. This had occurred ¿a few days after the 3rd¿ ((B)(6) 2019). It was also reported that after the patient was implanted, the ins ¿was so high it felt like her labia was burning. This had occurred on (B)(6) 2018. The patient did not have access to their programmer. Therapy considerations were reviewed. It was also reviewed to use the programmer to check the therapy status. The patient did not want to increase the stimulation and was looking to meet with the representative to help with some reprogramming. The patient was redirected to the healthcare professional (hcp) if the problem did not resolve. There were no further complications reported or anticipated.